Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. As a result, the customer required medical treatment from a healthcare professional however, no further details were provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. As a result, the customer required medical treatment from a healthcare professional however, no further details were provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 1(storage state). Insertion failure was observed. Sensor activated with known good reader and waited for the values to generate. If the sensor plug is returned, a physical investigation will be performed and a follow-up report submitted. Therefore, issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. As a result, the customer required medical treatment from a healthcare professional however, no further details were provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.